Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an intermittently erratic upper display. There was no patient involvement at the time of the reported incident. The service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The se performed testing and calibrations and the ventilator operated within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and a backlight inverters pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the gui pcb was isolated to a component (video graphics array controller u34) on the xena I pcb. No fault was found on the backlight inverters pcb. If information is provided in the future, a supplemental report will be issued.